Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Interrogation revealed increased pacing lead impedance. The patient will continue to be monitored. No further information available.